Event description:
It was reported that during a laparoscopic appendectomy procedure, while firing the device, the clips wouldn't close in order to attach. They were falling from the device's jaws. No patient consequences reported. Procedure was completed with same like device. Device has been discarded.

Manufacturer narrative:
(B)(4). Additional information: what was the shape of the malformed clips? Just open. Scissored? No. Clip gap? Yes. Tear drop? Unknown. Did clip fall into the patient? Yes, several times. If yes, how was the clip retrieved? Using instruments. Which firing of the device did this event occur on? 3-4 firings at the beginning. What vessel or structure was the device fired on at the time of the event? Cystic duct or cystic artery. Was the clip fully advanced into the jaws prior to firing? Not all times. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? The doctors didn¿t report anything relevant. If so, when? Did anything unexpected happen prior to this incident? Nothing. Was the device fired after this incident in or out of the patient? No, the instrument wasn¿t fired again outside the patient after the incident. What were the indications for surgery? Unknown. What was found? Unknown. Does the patient have any relevant history of surgical treatments? Unknown. If so, what? Did somebody other than the primary surgeon fire the instrument? Yes. If so, whom? The assistant doctor (dr. (B)(6)) after the first misfiring.